Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited pocket infection. Also, patient previously had dislodged lead. A revision was performed and the pacemaker along with the rv lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This lead will be returned for analysis.